Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound due to loss of lock. External equipment has been exchanged; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover, a dislodged ground ring and the electrode was kinked. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. The device passed some of the electrical tests performed. The residual gas analysis (rga) test was above the test limit. This device has moisture that exceeded the rga test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. An internal corrective action was implemented. Feedthru assemblies form this vendor are no longer used. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b, d.9. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.